Manufacturer narrative:
This supplemental report was created to capture correction in h6 device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the leads were explanted due to possible perforation, unclear which lead since their positions on x-ray looked identical to the implant the previous day. Doctors decided to remove and replace both leads, just in case they had perforated. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture correction in h6 device codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the leads were explanted due to possible perforation, unclear which lead since their positions on x-ray looked identical to the implant the previous day. Doctors decided to remove and replace both leads, just in case they had perforated. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to unknown reasons. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the leads were explanted due to possible perforation, unclear which lead since their positions on x-ray looked identical to the implant the previous day. Doctors decided to remove and replace both leads, just in case they had perforated. No additional adverse patient effects were reported.